Manufacturer narrative:
Device not accessible for testing (4117): at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period. A cr/CAPA/scar/ncmr review was conducted for the two year period apr 2019 through mar 2021. There was CAPA request identified for the reported failure mode ¿display - blinking, discolored, static, line(s)¿ and product ¿cs100." However, no escalation to CAPA is required. H3 other text : device not returned to manufacturer.

Event description:
N/a

Manufacturer narrative:
Additional information has been requested, and will be reported accordingly if same becomes available.

Event description:
It was reported that while connected to a patient, the lines on the screen of the cs100 intra-aortic balloon pump (iabp) made it difficult for the end user to read data. No patient harm, serious injury or adverse event was reported.